Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The customer determined the most likely cause of the reported event is main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component was could be confirmed and duplicated. The pt800 has failed. This issue will be internally investigated within vyaire.